Event description:
Feeding tubes are packaged in a sterile peel pouch. When trying to open the package by peeling back the tabs, the tabs tear off and the package rips so that device is not accessible using sterile technique.